Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not responding. The customer¿s blood glucose level was 104 mg/dl. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. Customer states that there was response from a button. Customer states pressing menu button takes them to the menu screen. Customer states using the up arrow allows them to navigate screens. Customer states block mode was inactive. Customer states an alarm was not in progress at the time the button was unresponsive. Customer reported that the button was not unresponsive during an easy bolus attempt. Customer stated the buttons are not responding. The customer was advised to discontinue the use of insulin pump and revert to backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or selftest due to unresponsive keypad. Basal cannot be programed to 0.0 due to unresponsive keypad.